Event description:
During an initial implant procedure, the physician and nurse were holding the insertable cardiac monitor (icm) in the insertion tool, however they were unable to advance the system into the patient for implant. A new icm was selected and successfully implant. The patient is stable.